Manufacturer narrative:
Product analysis device received with a detachment evident to the tip and spiral member, detached components were received alongside the device. The spiral member was stretched and unravelled at the detachment site, kinks were evident along the spiral member. A tear was evident to the distal graft cover. Deformation was evident to the proximal graft cover. No other deformation evident to the remainder of the device. Film analysis conclusion: the reported tip detachment and removal difficulty were confirmed based on the provided images. The spindle tube appeared to have se parated/fractured from the stent stop. The exact cause of the events could not be conclusively determined, as procedural angiogram videos documenting the exact moment of detachment and removal attempts were unavailable for review; however, it is likely that the significant angulation of the infrarenal aortic neck contributed to these events. Product analysis three still images of the device were received for analysis. First image depicts a detached tip being removed from the body. Second and third images depict the distal section of an endurant delivery system. The tip appears to have detached. Kinks are evident to the spiral member. The graft cover appears to have been torn medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 10.9cm aaa. It was reported the patient was of a advanced age and had impaired renal function (serum creatinine: 4.0 mg/dl), therefore pre-operative CT imaging was not performed. However severe calcification of both external iliac arteritis was noted on preliminary imaging. The procedure began with left brachial access using a 0.035 260cm non mdt wire to embolization the right internal iliac artery. Following successful embolization an attempt was made to advance the same wire into the right common iliac artery but this was unsuccessful due to significant vessel tortuosity and calcification, the wire could not advance to the abdominal aortic neck. Additional support using a non-mdt (merit) 6 fr, 65 cm non-mdt catheter and a non-mdt 6 fr, 45 cm long sheath was also unsuccessful. A through-and-through wire technique was used advancing a non-mdt wire from the left brachial artery to the right femoral artery. After angiography with a pigtail catheter, an esbf3214c103ee device was introduced and de-aired. At this stage, the device was intact. Resistance was felt while advancing and the device appear slightly bend due to the resistance but after several attempts the device was positioned at the desired location and deployment was initiated. During deployment, the reverse slider was manipulated appropriately, and the bare stents were released with difficulty after the second main body segment was deployed. At this point, a segment of the wire was observed protruding from the side of the outer sheath compromising its supportive function. After releasing the contralateral limb, wire fracture was confirmed. The ipsilateral limb was then deployed, and the limb-side wire was removed. A new non-mdt wire was inserted via the wire port of the delivery system, which was subsequently removed. However, it was noted that the tapered tip and a segment of the spindle tube had fractured and separated from the delivery system. These fragments were found lodged at the proximal end of the deployed stent graft. A snare was introduced via the left brachial access in an attempt to reposition and push the tapered tip downward. Despite multiple attempts, the tapered tip and spindle tube continued to migrate proximally and eventually reached the distal aortic arch. Following multidisciplinary discussion, a full sternotomy was performed for foreign body retrieval. After retrieval, further discussion was held regarding the possibility of exchanging the wire for a non-mdt wire. However, due to the technical difficulty of cannulation and severe iliac tortuosity, it was decided to proceed again via left brachial access using a 0.035", 300 cm non-mdt wire through-and-through to both femoral arteries for limb deployment. Despite this, both etlw limbs could not be advanced to the ideal position due to persistent iliac tortuosity. Therefore, a decision was made to pre-dilate both external iliac arteries by deploying 13×10 cm non-mdt stent grafts bilaterally, followed by post-dilation with a 12×40 mm pta balloon. Final devices implanted included the following on the right side etlw 1613c156ee + etew 1313c82ee + non-mdt 13×10 cm and on the left side etlw 1613c124ee + etew 1616c82ee + etew 1616c93ee + non-mdt 13×10 cm. These stent grafts were successfully positioned into both external iliac arteries. It was said that the initial difficulties deploying the endurant bifurcate stent graft was due to a tortuous iliac artery, nevertheless, the stent graft was successfully positioned and deployed at the intended anatomical location. The deployment procedure was performed in accordance with the IFU. However, during the removal process, standard IFU protocol could not be followed due to fracture of the stent and wire. Following completion of open repair, after completion of the open surgical repair, deployment of the limb stent graft was carried out to completion. On follow-up, the patient's condition remains unclear. A do not resuscitate (dnr) order has been signed after discussion between the attending physician and the patient¿s family. The cause of the fractures and detachments could not be determined. No additional clinical sequalae were provided and the patient status is unclear.

Manufacturer narrative:
Product analysis device received with a detachment evident to the tip and spiral member, detached components were received alongside the device. The spiral member was stretched and unravelled at the detachment site, kinks were evident along the spiral member. A tear was evident to the distal graft cover. Deformation was evident to the proximal graft cover. No other deformation evident to the remainder of the device. Film analysis conclusion: the reported tip detachment and removal difficulty were confirmed based on the provided images. The spindle tube appeared to have se parated/fractured from the stent stop. The exact cause of the events could not be conclusively determined, as procedural angiogram videos documenting the exact moment of detachment and removal attempts were unavailable for review; however, it is likely that the significant angulation of the infrarenal aortic neck contributed to these events. Product analysis #831560690:three still images of the device were received for analysis. First image depicts a detached tip being removed from the body. Second and third images depict the distal section of an endurant delivery system. The tip appears to have detached. Kinks are evident to the spiral member. The graft cover appears to have been torn. Additional information received: it was reported that the delivery system was observed upon deploying approximately 3cm of the stent. It was stated that "as the tapered tip and spindle had fractured and become detached from the main body stent, the physician decided to manage the fractured components first, therefore, proceeded with complete deployment of the main body stent main body" it was reported that following the release of the first two segments of the main body, a reverse slider maneuver was performed. During this process, deformation of the outer sheath was observed, which prevented normal deployment. In addition, the wire was found to be fractured. After discussion with the physician, it was decided to proceed with a delayed release of the main body and early release of the suprarenal stents. After performing the reverse slider following the previous two sessions, some abnormalities were noted, and subsequently, this was when a fracture of the tip and spindle tube was first identified. The patient has expired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.